Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the receiving inspection report for 00111314001, lot number 82584429, identified no relevant deviations or anomalies. Product examination found that the identification stickers were missing and the sterile packaging was also missing. However, the box was opened by the customer. This complaint cannot be confirmed. A complaint history review could not be performed as zimmer biomet does not have an rmf file for this complaint. Heraeus medical states in their investigation into this issue that their records of the respective lot show that all quality control tests had been passed successfully. They could identify no product deficiency. The rmf information provided by heraeus is the following; "risk management assessment: error: packaging content incomplete. Probable cause: package has already been opened. Consequence: product cannot be used; prolongation of surgery due to replacement procedure. Severity: slight (2), on a risk assessment matrix from insignificant (1) to serious (4) probability: unlikely (1), on a risk assessment matrix from unlikely (1) to error can occur almost always (4)" the root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the product was opened for use in surgery and it was found that the contents were not sterile packed nor were there any identification stickers in the box. No adverse events were reported as a result of this malfunction.